Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery reamer device seized, jammed, moved heavily and was blocked. It was further determined that the device failed pretest for check the triggers and ecu (electronic control unit), change 10 times from fwd to rev at full speed and check the off/fwd/rev mode. It was noted in the service order that the device had a problem. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.